Event description:
It was report that the brake did not work effectively during ablation. A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use in a rotablation procedure, within the calcified left anterior descending artery and left main coronary artery. During the draw testing, the healthcare provider (hcp) discovered the break was not active when the break-defeat button was depressed. The break-defeat button worked normally, but did not hold the wire still, in the metallic clamps. The draw test connections were rechecked and the issue continued. The hcp held the wire manually while burring at full speed rotation and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. The visual inspection revealed that device found no damages or defects. The rotawire used in the procedure was returned. So, functional testing consisted of using the returned rotawire. The wire was inserted into the annulus of the burr and advanced through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotablator control console. During functional testing, the brake engaged when the foot pedal was pressed and held the wire in place. When rotation was activated with the brake defeat button pressed, the device was able to advance and retreat along the wire as intended by design. When a test wireclip torquer was installed and held the brake defeat button down during rotation, the device was able to advance and retreat along the wire as intended by design. Inspection of the remainder of the device presented no other damage or irregularities

Event description:
It was report that the brake did not work effectively during ablation. A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use in a rotablation procedure, within the calcified left anterior descending artery and left main coronary artery. During the draw testing, the healthcare provider (hcp) discovered the break was not active when the break-defeat button was depressed. The break-defeat button worked normally, but did not hold the wire still, in the metallic clamps. The draw test connections were rechecked and the issue continued. The hcp held the wire manually while burring at full speed rotation and the procedure was successfully completed. No patient complications were reported. It was further reported that the brake set but would not hold the wire in place. There was no difficulty encountered when the devices were removed. The patient's was stable post procedure.

Event description:
It was report that the brake did not work effectively during ablation. A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use in a rotablation procedure, within the calcified left anterior descending artery and left main coronary artery. During the draw testing, the healthcare provider (hcp) discovered the break was not active when the break-defeat button was depressed. The break-defeat button worked normally, but did not hold the wire still, in the metallic clamps. The draw test connections were rechecked and the issue continued. The hcp held the wire manually while burring at full speed rotation and the procedure was successfully completed. No patient complications were reported. It was further reported that the brake set but would not hold the wire in place. There was no difficulty encountered when the devices were removed. The patient was stable post procedure.